Event description:
A surgeon reports that, one week after implantation of an intraocular lens (iol), it was noted that the haptic had come off the lens. The following day, lens was exchanged for another lens of the same model and power. In a follow up, the surgeon reports the outcome of event for the pt as "unknown".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The optic was torn/split/cracked into two portions. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported the lot number. Additional info was requested by fax and mail on 07/14/2008 and by phone on 07/14/2008. A completed questionnaire was received.